Event description:
Patient with left ventricular assist device (lvad) therapy for 7 months was admitted to hospital for IV diuresis. During admission, patient suffered fatal brain hemorrhage. It is not known if this was embolic stroke which converted to hemorrhagic stroke. Patient was receiving heparin bridge (ptt 60) + coumadin (inr 1.6) + aspirin 81 mg. Blood pressure was stable. Statin was already in use. Glucose was stable (a1c= 6.0). Ldh was 285. Vad performance was stable.